Manufacturer narrative:
(B)(4) additional report submitted for this event: medwatch# 0001825034 - 2018 - 00105. Concomitant medical products: associated product- comprehensive reverse 3.2 mm drill guide pn406206 ln2861581. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a reverse total shoulder arthroplasty. During the procedure, as the surgeon attempted to drill the central screw, the drill bit seized up in drill guide. The surgeon had to beat the drill bit out of the guide using a mallet. To complete the case, the surgeon then free-handed the central screw with a new drill bit. No patient impact was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The drill guide was the only device returned for evaluation, however. Visual inspection of the drill guide (internally) shows evidence of galling. A .128 size pin will not pass through the damaged device. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.